Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that a venflon pro safety 14ga 2.0mm od 45mm l leaked during use. The following was reported by the initial reporter: "patient under anesthesia (administration of propofol via the injection port; propofol was drawn up from a glass-breaking ampoule without a draw-up cannula), injection port spurted it out. Attention: complaint was not reported in advance! Article was sent with other already opened complaint by post! Blood comes out of the injection port (information from the original e-mail) lot number will be provided with the samples - now it's impossible to provide it".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a venflon pro safety 14ga 2.0mm od 45mm l leaked during use. The following was reported by the initial reporter: "patient under anesthesia (administration of propofol via the injection port; propofol was drawn up from a glass-breaking ampoule without a draw-up cannula), injection port spurted it out. Attention: complaint was not reported in advance! Article was sent with other already opened complaint by post! Blood comes out of the injection port. (Information from the original e-mail) lot number will be provided with the samples - now it's impossible to provide it"